Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed multiple bends in the guidewire near its distal end. The core wire was observed to be intact during tactile evaluation. A microscopic observation revealed two kinks in the guidewire near the distal end. No use residue was observed on the returned guidewire. Some difficulty was noted in sliding the blue tip straightener over the distal tip of the guidewire. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include manipulation prior to or during attempted use. A lot history review (lhr) of rebx2185 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse at the facility, found the guidewire inside was crooked when she was placing the catheter into a patient on (B)(6) 2018. She then opened a new kit for the patient and completed the procedure. (B)(6) 2018 - returned wire is kinked.